Event description:
The customer received a questionable high result from coaguchek vantus meter serial number (B)(4). The result from the meter was 4.6 inr. The result from the laboratory within seven hours was 2.8 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The customer was not anemic or polycythemic, did not have antiphospholipid antibodies, not on direct thrombin inhibitors, no heparin, no illness, no new medications, no diet changes, and no symptoms of bleeding or bruising. The therapeutic range was 1.8-3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.